Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip break cannot be confirmed as helium-neon (he-ne) functional testing identified a break in the fiber body between input connector and control knob. There was no fiber tip damaged identified. The identified fiber break could contribute to diminish vaporization efficiency; therefore, confirming this part of the event. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage. According to the device instructions for use (IFU), do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified there was a fiber body break between input connector and control knob. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed the beam at the break location. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states, do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the during a photoselective vaporization of the prostate (pvp) procedure the tip of the fiber was suspected to have a crack or detached and possible diminishing vaporization. There was no procedure outcome provided. The patient was reported to be stable.

Event description:
It was reported that the during a photoselective vaporization of the prostate (pvp) procedure the tip of the fiber was suspected to have a crack or detached and possible diminishing vaporization. There was no procedure outcome provided. The patient was reported to be stable.